Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid, in the lens vial. Visual inspection found that the haptic was torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a intraocular lens, diopter +29.5 was damaged during the loading process. There was no patient contact with the lens. This occurred on (B)(6) 2019. Attempts to obtain additional information have not been successful.